Event description:
It was reported that a malfunction alarm occurred with the code malf 9, which was resettable and was successfully reset with the assistance of technical support, preventing any recurrence of the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was instructed to continue using the pump and to reach out if any malfunction codes appear again, and they acknowledged this guidance.